Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer found that mini drawer pocket 1.9 had been reported as repeatedly failing. The engineer tested the drawer using the hardware test application (hta) and was unable to duplicate the failure but verified the failure behavior in the application. The engineer replaced the mini engine for drawer pocket 1.9 and had the customer attempt to recover the drawer. After the replacement, the customer was able to successfully recover the drawer, and it began functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer failed to open. The customer attempted to reboot the station, but the issue persisted. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.